Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a turbine module communication error and power errors. Evaluation of provided device logs also revealed that the ventilator generated technical error codes indicating errors with pcb inspiratory channel, flow meter and o2 evacuation fan.. The ventilator was investigated on site by our field service engineer. According to information issue was resolved by cleaning and remounting of pcb inspiratory channel, turbine module, o2 gas module, flow meter and o2 cell cable. The ventilator was then handed over to customer in good working condition. No parts replaced. No root cause can be established for this investigation. The turbine module generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. The ambient air temperature and humidity sensor is located on pcb inspiratory channel. The gas temperature is used as input to volume calculations and for supervision of the temperature delivered to the patient.